Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had many health problems. Patient was put on many medications for his heart which he developed a swelling in knee and leg. Patient fell and started to feel a instability in his knee. The surgeon diagnosis is soft tissue failure, in which he was brought to the o.r. For a wash out of his knee and examination of his soft tissue and ligaments. It was determined that the knee was loose in flexion due to the fall. Trial of thicker polys was determined that from a ten to a 16 made the knee stable. It was irrigated and closed with the patient having a full range of motion from flexion to extension and very stable. Doi: (B)(6) 2021; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.